Event description:
During a cerebral intervention case, a benchmark catheter was being used. During the case, the doctor noticed that there was a crack in the hub of the catheter and there was air going into the system. The product was removed from the patient and then a different product from a different company was used to replace that item and the case continued. No patient harm was noted at that time or when the patient woke up. Very large left ica aneurysm. Attempted pipeline embolization however procedure complicated by device failure to expand and was subsequently removed. Procedure was ultimately aborted. Right radial sheath removed, closure device applied.